Event description:
Additional information has been received and stated that in the surgeons opinion that is not a scratch but a glaring and cloudy findings of iol.

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.11. Corrected information was provided in d.4., and h.11. On initial MDR the product problem code of 2915 was an error. It should have been 1170 on the original MDR. The product was not returned for analysis. Only photo was returned. This image shows three vertical scratches or cracks, approximately 3 to 4 mm in length. One is positioned slightly to the left and below the visual axis, while the other two intersect the visual axis. Additionally, a brown colored anomaly appears either on the same plane or behind these findings. Discrete greywhite markings are visible around and below the scratches or cracks. This image reveals a single vertical scratch or crack, approximately 2 mm in length, which may correspond to one of the findings in the previous photo. The peripheral haptic or iol gusset locations are visible at the 10 and 4 o clock positions. Since the fold path of an iol delivered via the company device aligns with the gusset positions, the scratch or crack in this image is somewhat perpendicular to this path. The brown colored anomaly from the previous photo is not visible in this photo. Additionally, grey or white markings are scattered around, above, and below the scratch or crack. The location of all of these findings whether anterior or posterior to the iol, on the anterior and or posterior surface of the iol and or within the iol itself cannot be definitively determined by the optical characteristics represented of this two dimensional photo. The source(s) of the findings noted above are unable to be determined based on these images alone and further identification would require additional assessment beyond this review. The root cause for the reported complaint could not be determined. Based on our observation on the returned photos there appears to be a scratch or crack on the optic, additionally there appears to be a brown anomaly and discrete grey or white markings around and below the scratches. Impact on the vision cannot be determined from the photos. A definitive determination of the reported complaint cannot be made from the returned photos as there is nothing distinctive enough to determine what is on the iol. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of after the intraocular lens was implanted the slit lamp showed a scratch-like mark on the lens. Lens still remains in the patient's eye. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).